Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, one diode of the heart lead flex was shorted. It was also noted that the upper case was broken and dented, the lower case, side bail covers, ring cover and battery drawer were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the side bails and ring were missing, the keyboard was scratched and the display was missing segments.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the external pulse generator had no output on the ventricular side. The generator was returned for service. The return paperwork had no indication of patient involvement.

Event description:
It was reported that the external pulse generator had no output on the ventricular side. The generator was returned for service. The return paperwork had no indication of patient involvement.